Manufacturer narrative:
Other, other text: returned device was received float switch was defective, pump was noisy, pcb was damaged at leds, enclosure was cracked by water tank, both covers were cracked, heater did not pass electrical testing, microswitch component was broken off and line cord was worn. During the evaluation of the device a faulty float switch was found. The customer reported condition was confirmed. Problem source is unknown .the device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that a smiths medical level 1 fluid warmer was alarming level sensor. No adverse patient effects were reported.